Manufacturer narrative:
On january 2, 2023, mentor received additional information indicating that the suspect medical device was a 500cc mentor memorygel breast implant (catalog: 3505001bc lot: 5596193). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On january 9, 2023, the mentor failure analysis lab received the device for evaluation. On january 13, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant had an area of shell abrasion on the posterior view. Additionally, a tear was observed within the shell abrasion measuring approximately 1.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a caucasian female patient underwent breast prosthesis implantation surgery with an unspecified mentor gel smooth implant on the right breast. Post-operatively, the patient underwent breast implant revision surgery for an unspecified reason on (B)(6) 2022. During the surgery, the right breast implant was discovered to be ruptured. Subsequently, the patient's implants were replaced bilaterally with the following devices: (right) 320cc mentor memorygel breast implant catalog: 3507320mc lot: 7580890 sn: (B)(4) and (left) 275cc mentor memorygel breast implant catalog: 3507275mc lot: 9779625 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).